Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was a probe actuation failure during a cataract-vitrectomy procedure. The status of the aspiration function was not known. The product was replaced with another one and the surgery was completed. There was no harm to the patient. The product sample was retained. No additional information is expected. This is two of two reports for this facility.

Manufacturer narrative:
One probe sample was returned for evaluation for the report of an actuation failure. A review of the related device history records associated with reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there was one other complaint for the reported issue. The sample was visually inspected and it was deemed nonconforming. The needle was bent at approximately twenty degrees. Actuation testing was performed and wit as nonconforming due to the bent needle condition. The cut testing was not performed due to the bent needle condition. The probe was disassembled and the components inspected. There was approximately thirty to forty-five minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was significant resistance felt when removing the inner cutter from the needle. The inner cutter was severely bent. Wear marks were present at the bend area and down the length of the inner cutter. The actuation test was repeated on the disassembled probe and the test was then found to be conforming. The complaint evaluation could not confirm the probe could not actuate due to the damage to the probe from it handling by the user during its surgical use. The most likely reason for the poor actuation was from the bent condition of the needle. A bent needle will cause interference between the needle and its inner cutter and result in an actuation failure. A bent needle at this angle would not fit into its protective cap and thus does not point to a manufacturing issue. No specific action with regard to this complaint was taken because the reason for the complaint issue cannot be determined due to the user handling of the probe. (B)(4).